Manufacturer narrative:
Additional lot #: 7010708; additional batch expiration date: 08/31/2018; additional batch creation date: 01/10/2017. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® sst¿ ii advance plus blood collection tubes, it was reported that there were a "high percentage of fibrins" and "gel globules" observed in the tubes.